Event description:
Medtronic received a report that the concerto coil failed to deploy, in-service on secondary deployment will be conducted. It was reported the coil would no detach. The physician attempted to detach the coil with the instant detacher two times. There was not a manual attempt at detachment made via hypotube. There was no issue with the instant detacher. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the coil non-detachment was not determined, however, it was noted that they did an in-service on the manual detachment method in order to minimize these situations. There were no issues encountered prior to coil non-detachment. There was no damage observed on the pushwire after removal.

Manufacturer narrative:
Product analysis of nv-2-6-helix, lotno:227265623 found the concerto coil returned within its introducer sheath. No damages or irregularities were found with the introducer sheath. No damages or irregularity was observed with the actuator interface, positive load indicator, coupler tube. The pusher appeared to be broken at break indicator and retained by release wire. A break at this location is indicative that a manual detachment was attempted. No bends or kinks were found with the concerto pusher. The coin was still against the lumen stop. The shield coil was intact, and the implant coil was still attached to the pusher. The implant coil was found damaged. No other anomalies were observed. A manual detachment was then attempted by breaking the pusher distal to the break indicator and the release wire was pulled back to detach the implant coil with some resistance encountered on the release wire. The implant coil was successfully detached. The lumen stop inner diameter (ID) inner diameter (ID) was measured to be within specification. The retainer ring inner diameter (ID) was measured to be within specification. Based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached. However, the root cause could not be determined as the returned concerto coil was successfully detached on the first attempt using an-house instant detacher. The implant coil was found damaged. Possible causes for coil damage are patient vessel tortuosity, advancing device against resistance or damage during return shipping to medtronic as the device was returned without its protective introducer sheath and dispenser coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.